Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 2/18/2026. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil packet, one paper lid and one winding former with eight undispensed strands were received for analysis. Product code vcpb725d, which is a control release and requires eight strands per packet. Three photos were provided, and in the first showed four foil packets with the same product code as the sample received, in the second photo it showed one winding former as the physically received sample and the third photo showed appear two needles, but the swage area is visible only on one needle. Upon visual inspection of the sample, the needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off or breakage suture were observed during the evaluation. The product code vcpb725d contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One empty foil packet, one paper lid and one winding former with eight undispensed strands were received for analysis. Product code vcpb725d, which is a control release and requires eight strands per packet. Three photos were provided, and in the first showed four foil packets with the same product code as the sample received, in the second photo it showed one winding former as the physically received sample and the third photo showed appear two needles, but the swage area is visible only on one needle. Upon visual inspection of the sample, the needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off or breakage suture were observed during the evaluation. The product code vcpb725d contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2026 and suture was used. It was reported by a sales rep that, vcpb725d was used during an orthopedic surgery case involving a patient with syphilis in the morning. After using about four stitches, the doctor noticed that one needle did not have a suture attached. The product is in the sot tray. It was a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Please take photos for japanese customer. Additional information was requested.